Manufacturer narrative:
The device was evaluated be a zoll technician at the customer's facility. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including full pm testing without duplicating the report. The device was recertified and placed back into service. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed "compressor fault - 3001" and "compressor fault-2001" error messages. Complainant indicated that there was no patient involvement in the reported malfunction.